Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump buttons were less responsive, buttons are harder to press, sometimes have to press buttons twice. The customer¿s blood glucose was unknown. Insulin pump rejecting the new batteries and also has random no delivery alarms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed self test. Device received with all operating currents within spec and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. Insulin pump received with cracked case and cracked case at the display window corners. (B)(4).